Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to device change out, low r wave sensing was observed. The lead was capped and replaced. The patient condition was stable and was discharged.